Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported display issue has been completed. Data analysis: imc logs were reviewed, but not relevant to the failure mode. Device analysis: the flickering screen failure mode was initially not reproduced during idling. However, once the console glass keys were pressed hard, the screen dimmed. Console was disassembled and the internal cables were inspected without any abnormalities. And after the console was re-assembled, the failure mode was no longer reproduced. The root cause of intermittent screen flickering failure mode was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's nurse reported that during patient (no patient details provided) support, the automated impella controller (aic) screen was flickering. The aic was replaced with a backup unit, and no patient harm was reported.